Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: manufacturing location: supplier- universal punch / monument, manufacturing date: 01-jul-2020, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 36p4866 (non-sterile), lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: one piece was scrapped in cell at op #40, fnmiscle laser mark, for weigh count-weight variance. Four pieces were scrapped in cell at op #60, vendor tin coat for sample-destructive testing. One piece was scrapped in cell at op #70, incoming inspection ii, for surface finish dings/scratches. Production order traveler met all inspection acceptance criteria apart from the 6 pieces noted. Inspection sheet, incoming inspection, (B)(4) met all inspection acceptance criteria. Packaging label log (pll), (B)(4) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 13-may-2020 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.19. Inspection certificate supplied to universal punch from zapp (for raw material) dated 10-nov-2027 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 11-jun-2020 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 25-jun-2020 was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 36p4866. No nonconformities or manufacturing irregularities have identified related to the complaint condition. A manufacturing record evaluation was performed for the finished device with batch number 36p4866. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on sep 30, 2025, there were two broken instruments in tray. This occurred prior to a procedure and no patient was involved. The silver probe of the depth gauge broke off. The head of the screw driver was completely stripped and no longer works.